Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon delivery catheter manipulation prior to right ventricular (rv) leadless pacemaker (lp) fixation during procedure, blood pressure decreased, and cardiac perforation was noted in the right ventricle. The patient experienced hemodynamic collapse with cardiac effusion noted. Drainage and cardiopulmonary resuscitation were performed. The patient eventually was sent for open heart surgery for heart repair. The rvlp was not implanted on (B)(6) 2025. Patient condition was stable post procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.